Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 247 mg/dl. A correction bolus was delivered and the occlusion resolved itself. No damage was observed with the infusion set or cartridge. Customer reverted to using an alternate pump and lantus for insulin therapy.